Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after loading a cartridge with 240 units of insulin. Then, the customer added insulin to the cartridge so that the total amount was 300 units of insulin, and received another minimum fill message upon loading the cartridge. Reportedly, the customer loads the cartridge with cold insulin. Tandem technical support educated the contact to use room temperature insulin per pump labeling instructions. There was no impact to the customer's blood glucose level. During a follow up call, the customer confirmed the cartridge was reloaded successfully and the customer was able to resume insulin delivery.